Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 15th march 2024, getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, during the operation, the sudden and uncontrolled movement of the table and an oil leak occurred. The patient was not yet anesthetized and not secured with belts at the time of incident. The issue led to a delay of approximately 20 minutes. According to provided information, the pin from the trendelenburg actuator did not provide effective security. As a result, the pin fell out. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the sudden unintended movement of the table which could potentially result in patient's fall and fractures, was to reoccur.

Event description:
Getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, during the operation, the sudden and uncontrolled movement of the table and an oil leak occurred. The patient was not yet anesthetized and not secured with belts at the time of the incident. The issue led to a delay of approximately 20 minutes. According to the provided information, the pin from the trendelenburg actuator did not provide effective security. As a result, the pin fell out. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the sudden, unintended movement of the table which could potentially result in the patient's fall and fractures, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, during the operation, the sudden and uncontrolled movement of the table and an oil leak occurred. The patient was not yet anesthetized and not secured with belts at the time of the incident. The issue led to a delay of approximately 20 minutes. According to the provided information, the pin from the trendelenburg actuator did not provide effective security. As a result, the pin fell out. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the sudden, unintended movement of the table which could potentially result in the patient's fall and fractures, was to reoccur. The affected device was evaluated by the getinge technician who confirmed the reported oil leak and identified the source of the leak, likely from the actuator or hydraulic system. The hydraulic system was disassembled, seals were replaced, and the pin was re-secured. After reassembly, the hydraulic system and trendelenburg movement were tested to ensure proper function. All tests passed, and the table was restored to full working condition. Based on the investigation conducted, it was concluded that at the time of the event, the device was actively being used for the patient¿s treatment and was therefore directly involved in the reported incident. Since the table malfunctioned during the surgery, it was determined that the getinge device failed to perform according to its specified functions. A review of received customer product complaints found no past reports of similar incidents resulting in injury to either a patient or an operator. The table was installed on-site in december 2023 and had been in service for three months at the time of the incident. According to the technician's report, the malfunction occurred due to the dislodgement of the trendelenburg cylinder bolt (part no. 50115874). The bolt came loose because the securing plate (part no. 72061004), which prevents the pin from slipping out, was not properly installed. The securing plate should have been fixed in place using the cylinder screw (part no. 11075799). Upon inspection, the technician found the trendelenburg cylinder bolt and the securing plate at the bottom of the device, but the cylinder screw was missing. It was alleged that this occurred because the pin was not properly tightened during the assembly process. A review of the production records revealed no indications of a manufacturing error, as no anomalies were found. Based on information provided by the subject matter expert (sme), the cause of the malfunction was human error that occurred during the assembly of the device at the factory. There may have been an oversight, such as a screw being forgotten or not properly secured. As a preventive measure, training was conducted for assembly line employees on the correct installation procedure; specifically, fastening the locking plate with the cylinder head screw. This ensures that the screw is properly tightened, securing the locking plate and preventing similar defects in the future. The manufacturer has initiated the CAPA 2025-009. In summary and as a result of the root cause evaluation, it can be concluded that the reported issue, namely the sudden unintended movement of the table which could potentially result in the patient's fall, was caused by the manufacturing error. The correction of b5 describe event or problem, d1 brand name, d4 catalog #, and h4 manufacture date, h6 component codes fields deems required. This is based on the internal evaluation and the additional information that has been received. Previous b5 describe event or problem: on 15th march 2024, getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, during the operation, the sudden and uncontrolled movement of the table and an oil leak occurred. The patient was not yet anesthetized and not secured with belts at the time of incident. The issue led to a delay of approximately 20 minutes. According to provided information, the pin from the trendelenburg actuator did not provide effective security. As a result, the pin fell out. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the sudden unintended movement of the table which could potentially result in patient's fall and fractures, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, during the operation, the sudden and uncontrolled movement of the table and an oil leak occurred. The patient was not yet anesthetized and not secured with belts at the time of the incident. The issue led to a delay of approximately 20 minutes. According to the provided information, the pin from the trendelenburg actuator did not provide effective security. As a result, the pin fell out. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the sudden, unintended movement of the table which could potentially result in the patient's fall and fractures, was to reoccur. Previous d1 brand name: meera EU with auto drive. Corrected d1 brand name: meera mobile operating table. Previous d4 catalog #: 720001b2 . Corrected d4 catalog #: n/a. Previous h4 manufacture date: 12/1/2023. Corrected h4 manufacture date: 11/22/2023. Previous h6 component codes: mechanical/fastener/pin/906, mechanical/actuator//402. Corrected h6 component codes: mechanical/cylinder//440, mechanical/fastener/screw/568.